Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative reported a 70 degree curved suction that is bent. Distance to divot is 3.5mm. This issue was identified outside of surgery, there was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. A medtronic ent representative, following-up at the site, manipulated the suspect device and returned it to proper function. Determined the 70 deg curved suction, axiem is veryfying and navigating accurately. The site has stated they do not want a replacement device. They were notified that medtronic cannot guarantee the accuracy of this instrument if it needs to be manipulated in order to verify; recommendation made to site to remove this instrument from the tray and order a replacement. Suspect device has not been returned to manufacturer for evaluation.